Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video assisted thorascopic surgery, the staples could not be fired with the two faulty handles. A new handle was opened to finish the case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video assisted thorascopic surgery, the staples could not be fired with the two faulty handles. A new handle was opened to finish the case. There was no patient harm.